Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown type of b baclofen (concentration and dose unknown), indicated for cerebral palsy and intractable spasticity. It was reported that in 2014, the healthcare provider re-placed/ moved the pump to the left side from the right, and lowered the tip of the catheter to the upper thoracic spine. It was noted that the baclofen pump system was originally implanted " years ago." There were no patient symptoms reported, and no further complications reported/anticipated.